Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information received, the investigation determined that the reported failure to advance appears to be related to operational context. In this case, it is likely that the reported stenosis is due to the patient¿s anatomical condition or disease severity. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. A2: age is median. A3: majority of patients are male. A6: majority of patients are white. B3: provided event date is publication date. D4: the UDI number is not known as the part and lot number were not provided. H6: 4118 type of investigation code no longer applies, 3233 investigation findings code no longer applies, 11 investigation conclusions codeno longer applies. Variance permits numbering sequence to deviate from the definition of a manufacturer report number found in 21 cfr part 803.3 (m)(3), to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported that mount sinai conducted a study between (B)(6) 2017 and (B)(6) 2022, involving a total of 158 patients. Patients underwent optical coherence tomography (oct)-guided percutaneous coronary intervention (pci) for severely calcified lesions using either rotational atherectomy, orbital atherectomy or intravascular lithotripsy (ivl). Out of the 158 patients, 18 were treated using the diamondback 360 coronary orbital atherectomy device (oad). The target treatment area was predominantly located in the left anterior descending artery (lad). 13 were treated in the lad, 1 treated in the left circumflex artery (lcx), and 4 were treated in the right coronary artery (rca). Post balloon dilatation was performed on 16 patients post oad treatment. Target vessel revascularization (tvf) was similar among the groups, with 1 for the oad treated group. Incidence of myocardial infarction (mi) for the oad treated group was 3 but all mi events were peri-procedural, and no spontaneous mis recorded. The procedural and clinical outcome at the 1 year are summarized in the article titled, "rotational, orbital atherectomy and intravascular lithotripsy for coronary calcified nodules: insights from optical coherence tomography".

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. A2: age is median. A3a: majority of patients are male. A6: majority of patients are white. B3: provided event date is publication date. D4: the UDI number is not known as the part and lot number were not provided. Variance permits numbering sequence to deviate from the definition of a manufacturer report number found in 21 cfr part 803.3 (m)(3), to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported that mount sinai conducted a study between (B)(6) 2017 and (B)(6) 2022, involving a total of 158 patients. Patients underwent optical coherence tomography (oct)-guided percutaneous coronary intervention (pci) for severely calcified lesions using either rotational atherectomy, orbital atherectomy or intravascular lithotripsy (ivl). Out of the 158 patients, 18 were treated using the diamondback 360 coronary orbital atherectomy device (oad). The target treatment area was predominantly located in the left anterior descending artery (lad). 13 were treated in the lad, 1 treated in the left circumflex artery (lcx), and 4 were treated in the right coronary artery (rca). Post balloon dilatation was performed on 16 patients post oad treatment. Target vessel revascularization (tvf) was similar among the groups, with 1 for the oad treated group. Incidence of myocardial infarction (mi) for the oad treated group was 3 but all mi events were peri-procedural, and no spontaneous mis recorded. The procedural and clinical outcome at the 1 year are summarized in the article titled, "rotational, orbital atherectomy and intravascular lithotripsy for coronary calcified nodules: insights from optical coherence tomography".